Manufacturer narrative:
The initial MDR 2517506-2016-00417 was filed on november 14, 2016. Additional information (12/02/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The instrument data was consistent with reagent blanks observed between initial and repeat runs in cuvette one and cuvette two. The hsc specialist determined that an increase in absorbance was observed after the sample addition in cuvette two suggesting magnesium carryover from the sample probe and/or sample drain. The hsc specialist recommended that the sample probe should be replaced and aligned and the sample drain should be cleaned. A siemens customer service engineer (cse) revisited the customer site to follow the hsc specialist's recommendations. The cse replaced the sample drain and sample probe tip and performed alignments. The cse ran system check and quality controls, which were acceptable. The hsc specialist reviewed the service report and determined that the cause of the discordant, falsely elevated magnesium result on one patient sample was due to sample carryover from the sample probe and/or sample drain, which was resolved with the replacement of sample probe and sample drain. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent probe 1 arm. The cse evaluated the instrument data and determined that the source lamp needed replacement. The cse recalibrated voltages, mili amplifier unit and deltas, which passed. The customer replaced the source lamp and ran quality controls, and performed recalibration on several assays, which were acceptable. The cause of the discordant, falsely elevated magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated magnesium (mg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument and on the same instrument, resulting lower both times and matching the clinical picture of the patient. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated magnesium result.